Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6)2021 wherein the ipg pocket was revised to address the issue.

Event description:
It was reported that the patient's ipg has moved and is causing pain following weight loss after a surgery, as such, surgical intervention may take place at a later date to address the issue.